Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call watchdog timeout alarm. Customer's blood glucose level was 205 mg/dl. Customer advised the alarm randomly occurred twice in a 12 hour span. Customer advised they removed the battery and when they placed it back in the alarm recurred. Troubleshooting for the watchdog timeout alarm was performed. Customer removed the battery overnight for 3 hours and allowed the insulin pump to rest, however the alarm occurred once again. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.